Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that the tim20 was placed on a pulmonary vessel to ligate it. As the surgeon began the application stroke, the tim20 became stiff to fire (after approximately 4 clicks), followed by the instrument freeing up, resulting the tim20 jerking and tearing off the pulmonary vessel. The surgeon controlled the bleeding with a prolene suture and no further problem was experienced. The patient did not require a blood transfusion, as the blood loss was acceptable.